Event description:
Decreased hearing right ear. Right tympanoplasty with repair of necrosis of incus, using serenocem cement. Pt experienced hearing loss right ear. Prednisone 60mg x 2 weeks, then descreasing dose. Hearing test 4/5 decreased hearing with 0% discrimination. Hearing test 4/8 discrimination 40%, repeat 4/11 no improvement.